Event description:
Material# 302995. Batch# unknown. It was reported that the bd syringe 10ml ll s/c 200 plunger rod was broken/damaged. The following information was provided by the initial reporter: it was reported by customer that the plunger popping off. Verbatim: we have had the plunger pop out on numerous syringes at this point. I received another report of the plunger popping off of 302995. The result was blood lose of the patient, and the need to be redrawn. This issue seems to be very widespread, and is resulting in the loss of drugs and bodily fluids.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.